Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0errg, implanted: (B)(6) 2014, product type: lead; product ID 3093-28, lot# va0errg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the shocking started three days prior to the call. It was reported the patient went through a retail security gate without turning the device off and started feeling the shocking. It was noted the patient felt shocking even with the stimulator turned off. It was reported the patient also felt soreness. It was noted the patient also gets a ¿buzz¿ from the microwave. It was reported the shocking sensation was in the hip and down the leg. It was noted the patient could not tolerate any of the programs. It was reported the patient¿s discomfort and shocking sensation subsided when the device was turned off. It was noted all impedances were within normal limits. It was reported the patient¿s device site was tender. It was noted the stimulation still helped with the patient¿s symptoms. It was reported the patient experienced more pain lying down or changing positions. It was noted the implant site was not red and the incision was healed.